Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device displayed "pacer fault 122", "pacer fault 123", and "pacer fault 126" messages. Complainant indicated that there was no tp involvement in the reported malfunction.